Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch verio iq meter displayed an error 4 message. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the error message first appeared on (B)(6) 2017. The patient manages their diabetes by self-adjusting their insulin dosage and denied making any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient stated that 15 minutes after the alleged product issue occurred they developed the symptoms of: ¿sweaty, nausea, faintness, diarrhea, seeing spots, weakness and headache¿. In response to these symptoms the patient visited their clinic and had their blood glucose test performed on the healthcare professional¿s meter. A result of ¿80mg/dl¿ was obtained on this meter at an unspecified time on (B)(6) 2017. No further treatment was required. At the time of troubleshooting the cca confirmed that the test strips had not been open longer than their discard date, expired or stored improperly, but the issue could not be resolved by walking through a re-test with the patient. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient claims to have been unable to measure their blood glucose using the subject meter. This could have caused or contributed towards the patient developing signs/symptoms which meet lfs¿s criteria for a serious injury reportable adverse event.